Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Despite good faith efforts being made, additional information was not able to be obtained. The customer provided the following micro test result: sampling date: (B)(6) 2025. Sampling from: scope. Cfu:4. Bacterial identification: escherichia coli (after 2 days of incubation). The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: air-water channel and biopsy channel. Cfu: n/a. Bacterial identification: n/a. No growth after 7 days incubation. The device was returned to olympus for inspection. According to the investigation, the device was culture tested positive by the customer and the device was tested negative by olympus; therefore, the user request was not confirmed. Based on the provided data, no correlation was observed between the actual product device condition and the cause of contamination (or infection). Without cds information from the customer, the relationship between reprocessing negligence regarding the validated procedure described in the IFU and the product condition was not confirmed. According to the customer's hmi results, an audit of the manual cleaning procedure is required. After reprocessing by olympus, the hmi results were negative and did not confirm the customer's findings. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 4 colony forming units (cfus) of e. Coli. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from the customer.

Manufacturer narrative:
B5: no additional information received from customer. B6: additional information d9: additional information h2: additional information.